Manufacturer narrative:
In response to FDA report number mw5084241. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the labeling.

Event description:
Patient reported right-side "extreme breast pain." Device has been explanted.

Event description:
Patient reported right-side "extreme breast pain." Device has been explanted.